Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there were episodes of high capture threshold resulting in loss of capture on the left ventricular (lv) lead. The episodes were attributed to lv lead dislodgment. The lv lead was reprogrammed to resolve the event. The patient was stable.